Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, analysis found the valve met specification. The summary of findings are as follows: 1. After the carbon subassembly was cleaned and dried the leaflets were fully mobile. 2. During sewing ring examination, the sewing cuff met specification for stitching and back-stitching. 3. A chip-out was found on the orifice, measuring approximately 12 mm across. It was found on the inner diameter along the major radius. There is no clear indication of what caused the defect or when it occurred; whether it occurred during manufacturing or during implant/explant. 4. The dimensions for the orifice met specification. 5. The dimensions for the left leaflet met specification. 6. The dimensions for the right leaflet met specification. 7. The crown to notch (c-n) gap was measured, the gap for the left and right leaflets were within specification. 8. A continuous scan cmm was used to assess the roundness of the stiffening ring. The dimensions were with specification.

Manufacturer narrative:
Additional information was received that prior to the implant of this mechanical valve, the prosthesis size was determined using flowmeters. The implant was performed with ethibond sutures anchored in teflon pads, and leaflet function was verified prior to suturing. Following implant, procedures were performed to retrieve air from the cardiac cavities and open the aortic clamp. After appropriate heating, the patient was unable to be taken off of cardiopulmonary bypass (cpb), as medications were required to maintain arterial pressures. Transesophageal echocardiography was unavailable due to a defect in the catheter, therefore the function of the valve could not be verified. It was decided to cool the patient down again, clamp the aorta, inject cardioplegia and explant the valve. An edema was observed in the aortic ring, which required enlargement of the ring with a bovine pericardial patch, and a smaller valve was implanted. Following implant the patient showed clinical improvement, however still required high doses of inotropic drugs. In the physician's opinion the edema was triggered by handling during the implant of this valve, which caused a malfunction of the valve which could not be identified due to the inavailability of transesophageal echocardiography. The patient is currently in ambulatory treatment in good condition. No adverse patient effects were reported. The device has been returned for analysis. A supplemental report will be filed when the analysis/investigation is completed. (B)(4).

Event description:
Medtronic received information that during the implant of this mechanical valve the patient went into cardiogenic shock with no heart beat. The valve was explanted and a second valve of the same model, one size smaller, was successfully implanted. No subsequent adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. All carbon components are inspected for chips under a microscope prior to distribution. It is likely that the chip-out on the orifice occurred during handling of the valve either during implant or explant. The implant was performed with ethibond sutures anchored in teflon pads. It was reported that edema noted on the aortic ring was triggered by handling of the valve during implant causing a malfunction of the valve. Transesophageal echocardiography was unavailable due to a defect in the catheter; therefore the function of the valve could not be verified. The edema required enlargement of the ring with a bovine pericardial patch, and the implantation of a smaller valve. Based on the available in formation, the valve was explanted due to handling during the implant procedure which caused edema on the aortic ring. Medtronic will continue to monitor for similar events.

Manufacturer narrative:
It was reported that the device will be returned for analysis. Additional information has been requested. A supplemental report will be filed when the analysis/investigation is completed. (B)(4).

Manufacturer narrative:
The patient's weight has been requested but is not available at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.